Manufacturer narrative:
(B)(4)

Event description:
The aortic stenosis was reported as secondary to vale degeneration after an implant duration of 13 years. The patient was implanted with an transcatheter valve through the existing valve. There were no reported complications. The patient was noted as discharged.

Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a valve that required valve in valve intervention due to aortic stenosis.